Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, during a device changeout procedure, the physician decided to also replace this right ventricular (rv) lead due to "kinking" noted on x-ray imaging, oversensing, and noise. This rv lead was surgically abandoned, and another lead was successfully implanted. No additional adverse patient effects were reported.